Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. There was no adverse impact to customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.